Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported by the sales rep that during an open gastrectomy, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.